Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR: no issues related to these complaints were recorded while producing these batches. No qns were issued as well except for batch 7080847 which had one qn for thin ink. However without photos or sample, we cannot determine if this was the issue for the customer.

Event description:
It was reported that bd luer-lok syringes had foreign matter and scale marking error. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7080847, medical device expiration date: 2022-03-31 , device manufacture date: 2017-03-21 . Medical device lot #: 7143808, medical device expiration date: 2022-05-31, device manufacture date: 2017-05-23. Medical device lot #: 7143831, medical device expiration date: 2022-05-31, device manufacture date: 2017-05-23. Medical device lot #: 7262511 , medical device expiration date: 2022-09-30, device manufacture date: 2017-09-19 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringes had foreign matter and scale marking error. There was no report of exposure, serious injury, or medical intervention.